Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire failed to advance through the right ventricular (rv) lead and the rv lead could not be removed. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout the procedure.